Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A product investigation was conducted. Visual inspection: the driving cap/threaded (part # 03.010.523, lot # 6l10941) was received at us cq. The threaded distal tip broken off at the most proximal thread form. The broken off fragment was returned lodged in insert-handle radiolucent for fem recon nail (part # 03.033.001, lot # 2l94523). The device had surface scratches along the shaft and several dents on the top of the proximal head from hammer blows. These cosmetic issues are consistent with normal wear. No other issues were identified with the device. Dimensional inspection: following dimensions measured and found to be conforming per relevant drawings. Measured dimension: groove = conforming shaft = conforming document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed yes, the device received was broken. Hence confirming the allegation. Investigation conclusion: the complaint condition was confirmed for the driving cap/threaded (part # 03.010.523, lot # 6l10941). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part: 03.010.523 lot: 6l10941 manufacturing site: bettlach release to warehouse date: 18. Dec. 2019 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed. No conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during a procedure threaded tip of driving cap broke off inside the insertion handle while inserting of a recon nail at im nail of the right femur. The procedure was successfully completed with a ten (10) minutes surgical delay and no patient consequence. Concomitant device reported: radiolucent insertion handle (part#: 03.033.001, lot#: unknown, quantity: 1). This report is for one (1) driving cap/threaded. This is report 1 of 1 for complaint (B)(4).